Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient received multiple shocks for rapid ventricular response that had high shock impedance measurements of 140 ohms. The clinician was wondering if the individual shock impedance measurements were available for multi shock episodes. Boston scientific technical services (ts) discussed the individual shock measurements would be available on the episode detail part. The clinician was unable to provide the patient's name or model serial number information. No further information was able to be obtained from the clinic. No adverse patient effects were reported.